Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, information not provided. Serial number: unknown/not provided. Catalog#: a complete catalog# is unknown as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: a complete UDI# is unknown as product serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, the lens remains implanted to date. (B)(6). PMA/510k: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device manufacture date: unknown as serial number was not provided. The device was not returned for analysis (the lens remains implanted.) There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol), model pcb00v was implanted, the doctor noticed that a thin membrane was attached over the rear third of the optic which could not be rubbed with irrigation/aspiration (I/a). It was indicated that there is no problem with the patient's vision. There was no patient injury reported. No further information was provided.